Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the mfg facility in (B)(4) and an extensive engineering investigation was performed. Additional info from the device investigation determined that a device malfunction caused the astral to fail its internal self-test. The investigation determined that the reported failure was due to a leak on the non-return valve (nrv). This issue would not allow the device to complete its internal self-test. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).